Event description:
It was reported to boston scientific corporation that an lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2012. According to the complainant, the implant caused patient erosion and presented extrusion of the mesh which led to severe pain, nerve damage, weight gain, and inability to perform household tasks and sexual relations on behalf of the patient. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2012. According to the complainant, the implant caused patient erosion and presented extrusion of the mesh which led to severe pain, nerve damage, weight gain, and inability to perform household tasks and sexual relations on behalf of the patient. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.